Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012630480 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during the external visual inspection of the array, shaft, and handle segments. The catheter was received with a non-medtronic guidewire threaded inside, extending approximately 3 inches from the tip of the catheter. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. After extracting the original guidewire, the lab test guidewire was successfully inserted into the catheter and retracted multiple times without any issues. No anomalies were observed regarding compatibility. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable):electrical continuity test did not reveal any anomalies. In conclusion, the reported adverse event of st elevation, pericarditis and hematoma issues occurred during the procedure and could not be assessed through product analysis, the catheter passed the product return inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient underwent extended hospitalization after the procedure.

Manufacturer narrative:
Continuation of d10: product ID 10fcc20 (0012508341); product type: sheath product ID 900310 (106667); product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the dilator was pushed out of the sheath when attempting to advance into the right femoral vein and was subsequently repositioned with fluoroscopic guidance to complete entry. Another manufacturer's guidewire felt stuck but was eventually freed. The guidewire developed a kink and was replaced while the transeptal system was in the right atrium. Cardioversion was performed prior to collecting voltage and the patient had an onset of transient st elevation. A vasodilator was administered and a mild change in the st elevation was noted, followed by resolution. The patient's previous EKG noted a chronic baseline st elevation. Prior to post mapping, only the sheath and another manufacturer's mapping catheter remained in the patient. Additionally, a hematoma was noted when the sheath was removed at the end of the procedure, which was resolved with applied pressure. The case was completed with pulsed field ablation. The patient was monitored overnight. It was noted that the patient still had st elevation and had developed pericarditis from the ablation. No further patient complications have been reported as a result of this event.